Manufacturer narrative:
Summary of evaluation: the tibial insert was visually and dimensionally inspected as received. A review of the device history record for this insert found that no discrepancies were reported during MFR. The examination results, although not conclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative technique.

Event description:
The insert would not snap into place. After repeated attempts the surgeon elected to implant another available insert. There was no adverse consequence to the pt due to this event.